Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, during intraocular lens implantation surgery, there was zigzag pattern scratch on the outer part of the lens. Since it was not central the doctor left the lenses in the patient's eye. Additional information has been received stating that, the lens was left implanted, as the surgeon determined that the scratch was not in central vision and did not wish to risk the bag damage while removing the lens. There are two files associated with this report. This is 1 of 2.